Event description:
This is a spontaneous case report received from a nurse in united states on (B)(4) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Essure insertion was done on (B)(6) 2014 for sterilization and the lot number used was 12566552. Nurse reported that physician was doing an essure procedure and when she was putting the catheter with the coil, it would not release. The essure coil was stretched. She had to call the sales representative and find out what to do. She ended up cutting the essure device through the hysteroscope. Since then, patient has complained of pain and bleeding. She came back to office on (B)(6) 2014 and she was scheduled for surgery to cut the extra coil on (B)(6) 2014. Nurse would like to know if this has ever happened before with the essure device. Follow-up from (B)(4) 2014: the required number of follow-up attempts has been made, with no response to date.

Manufacturer narrative:
Ptc investigation result was received on 04-aug-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a detachment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. Additionally this case reported use error and misuse due to a deployment issue but these events are not necessarily indicative of a quality defect. Four (4) additional ae case reports have been received to date in relation to batch number 12566552, but none of these cases refer to a similar type of medical event, use error or technical difficulty. No batch signal could be identified at this time. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that a detachment difficulty event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding and she was putting the catheter with the coil, it would not release. This case is medically confirmed. Both events are listed in the essure reference safety information. Bleeding is serious due medical importance and regarded as non-incident, while she was putting the catheter with the coil, it would not release, interpreted as device deployment issue, is non-serious and regarded as near-incident due to possibility to cause injury under less fortunate circumstances. During difficult insertion, single cases have been reported of deployment issues and post procedural bleedings. In this particular case, it was reported that during the essure insertion the deliver catheter not released the device that was stretched. Then, the physician had to cut the micro-insert through the hysteroscope. The patient has complained of pain and bleeding since the insertion and she was scheduled to a surgery. Given the available information, causality between the events and essure use is assessed as related. Additionally non-serious events essure coil was stretched, she ended up cutting the essure device through the hysteroscope and pain were reported. According to product technical complaint investigation results, the technical investigation concluded "unconfirmed quality defect" and noted that a detachment difficulty event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.